Event description:
According to the event description: "patient in labour. Request for peridural catheter placement. On first attempt, peridural space found 4 cm from the skin, difficulty in inserting the catheter, which is therefore removed. Upon removal, the distal part of the catheter is found to be missing, which, when compared to an intact catheter, is 1.5 cm. Catheter replaced and repositioned at a higher level. Patient informed. Currently no motor deficit."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Visual inspection: the received perifix periduralkath. 20g soft tip is sheared off. The shorn off area at the catheter tip is slanted. The sheared off part with the catheter tip was not handed over by the customer. The received catheter part is 996 mm long. The separated area is slanted, and the structure is due to the retraction of the catheter in the cannula. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. As found in the instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Physical inspection: in addition, the outside diameter and the length of the received used perifix catheter was measured according to the drawing. Outside diameter: nominal: 0.84 mm +/- 0.04 mm. Actual: outer diameter in several areas: between 0.82 mm - 0.83 mm. The measured value of the outside diameter of the catheter is within the specifications. Length: nominal: 1010 mm (+60 mm / -20 mm) completely. Actual: 996 mm. A manufacturing fault is excluded since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this a problem during the application process is assumed. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified. But relating to the one damaged catheter the defect is considered as confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.